Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that her mother's current blood glucose is 588 mg/dl and at the time of incident was 580 mg/dl. Customer was assisted with troubleshooting and reported vomiting. Customer was advised calling healthcare professional or seek medical attention and call back to troubleshoot. Customer's daughter stated that she was going to call ambulance because her mom did not have any manual injections and her blood glucose was not coming down and she was vomiting. Insulin pump will be returned for analysis.